Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026 while using the pod due to a lack of communication between the sensor and pod, resulting in the controller remaining in manual mode. The patient reported blood glucose levels reaching approximately 20 mmol/l (360 mg/dl) accompanied by elevated ketones of 1.5 mmol/l and symptoms of hyperglycemia while wearing the pod between 37 and 48 hours on the infusion site (abdomen). As a result, the patient sought medical attention at (B)(6) hospital, where she remained for approximately 5 hours and received treatment including intravenous fluids and anti-sickness medication. The patient indicated that the pod in use at the time of the event was removed while in the emergency department, and a new pod was applied during the visit. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.